Event description:
It was reported that the ventilator failed pressure transducer test, internal leakage test and o2 cell/sensor test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that device failed pressure transducer test, internal leakage test and o2 cell/sensor test. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. According to the information provided by the technician, the nozzle units of air and o2 gas modules were replaced. The issue has been resolved and the device was delivered to the user in working condition. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. The complete plastic nozzle unit must be replaced during preventive maintenance. The preventive maintenance must be performed at least once a year, or every 5000 hours of operation, whichever comes first. The root cause to the reported issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 04/09/2020. Corrected manufacture date: 04/03/2020. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).